Manufacturer narrative:
Siemens filed the initial MDR on 05-feb-2019. Additional information (14-feb-2019): siemens further investigated and determined a photometer issue contributed to the discordant, falsely elevated glucose results. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely elevated glu result obtained on a patient sample on a dimension exl with lm instrument. The customer stated that the quality controls (qcs) were within specifications on the day of the event. As per siemens instructions the customer replaced the source lamp, ran system check and qcs, resulting acceptably. The cause of the discordant, falsely elevated glu result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated glucose (glu) result was obtained on a patient sample on a dimension exl with lm instrument. The customer manually diluted the sample and repeated it on the same instrument, resulting in a negative number. The initial discordant result was reported to the physician(s), who questioned the result. The customer performed a fingerstick test on the same patient, resulting lower than the discordant result. The sample was repeated on an alternate non-siemens instrument, resulting lower than the discordant result. The repeat result on the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glu result.